Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping. Reportedly, customer reloaded the cartridge to resolve the issue and resume insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.